Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concludes that the visual examination of the device did not identify any leaks in the components, therefore the fluid leak allegation was unable to be confirmed; however, the functional testing performed on the device identified that the pump failed the inflation test. This observation could affect the functionality of the device; therefore, the reported mechanical issue allegation is able to be confirmed and traced to a component failure. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the device identified that the pump kink resistant tubing (krt) was cut in two pieces. The damage is consistent with sharp instrument and most likely caused during explant procedure. The visual examination of the pump, cylinders and reservoir did not identify any leaks in the components. Functional testing performed on the cylinder and reservoir identified that both components performed within specifications. Functional testing performed on the pump showed that the component failed the inflation test, which could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues. The device had fluid loss. The physician tried resetting the pump, however no troubleshooting resolved the issue. The patient underwent a surgical intervention in which all components were explanted and replaced. Upon explant, there was no hole found in the device. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues. The device had fluid loss. The physician tried resetting the pump, however no troubleshooting resolved the issue. The patient underwent a surgical intervention in which all components were explanted and replaced. Upon explant, there was no hole found in the device. There were no patient complications.